Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device still in the box delivered an alert stating that the capacitor charge time limit had been reached. A manual capacitor maintenance test revealed that the charge time was within range. The charge time limit was suspected to be due to cold weather. The device was not used.

Manufacturer narrative:
¿Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.¿